Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. The intuitive surgical, inc. (Isi) technical support engineer (tse) had caller inspect the patient side manipulator (psm) to ensure the presence pins were plunging up and down normally. Customer replaced the drape and that corrected the reported problem. No site visit was conducted. The system was working properly and no additional action was required as the issue was resolved. Isi has not received the single port (sp) instrument arm drape involved with this complaint to perform failure analysis. Therefore, the root cause of the customer reported failure mode has not been determined.

Event description:
It was reported that prior to starting a da vinci-assisted surgical procedure, the single port (sp) instrument arm drape was not recognized on patient side manipulator (psm) 1. The procedure was continued as planned with no reported injury.